Event description:
Caller reports that during a correlation study, the following coaguchek xs unit k/coaguchek xs unit x results were obtained: 1: 2.5 inr/3.8 inr, 2: 3.4 inr/4.8 inr, 3: 2.5 inr/3.3 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in unit x (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in unit k.